Manufacturer narrative:
(B)(4). The complaint device was not returned to baxter for assessment and no serial number for the pump was provided. If the device is returned in the future, an evaluation will be performed and a supplemental report submitted. During a site visit to the facility on (B)(4) 2013 by baxter (B)(4), it was communicated that the facility has been calculating the over fill in the IV bags incorrectly, using a 10% rule, which is no longer a reliable percentage. The infusion rate is set based on the total volume of the IV bag, assuming a 10% over fill, and hence infusions are finishing earlier than programmed. The facility detailed a plan to recalculate an overfill standard and perform necessary validation testing.

Event description:
It was reported that a pump was involved in an over infusion of prograf in the bone marrow transplant care area. The customer stated that the infusion was programmed to infuse over 24 hours and it finished four and one half hours early (programmed amount and delivery rate unknown). It was also reported that there was no patient injury.